Event description:
(B)(4) study. It was reported that in-stent restenosis and myocardial infarction occurred. On june 2010, the subject presented with complaints of chest pain, associated with episodes of syncope. The subject was diagnosed with stable angina and cardiac catheterization was recommended. Eight days from onset of event, the subject had a 3.5 x 15 mm promus stent deployed in proximal rca with 0% residual stenosis and was scheduled for intervention to the lcx on july 2010. Subsequently, index procedure was performed. The target lesion was a de-novo lesion, located in the first obtuse marginal (om) branch with 99% stenosis and was 28 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of a 2.50 mm x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2013, the subject presented with the complaints of frequent falls, weakness, abdominal pain and bright blood heme positive stool. Subject also complained about the recent diarrhea one week ago. The subject was hospitalized on the same day. At the time of the event, the subject was on aspirin. The subject had never taken study drug during the study and other antiplatelet medication was last taken on february 2011. Hematological measurements performed revealed hemoglobin 8.8g/dl (reference range: 12-15 g/dl) and hematocrit 28.0% (reference range: 35-49%). The subject was treated with iron and proton pump inhibitors. During the same hospitalization, subject had increasing shortness of breath and subsequently had a syncopal episode. Chest x-ray performed revealed interstitial opacities. The subject was diagnosed with pulmonary edema which was treated with 1l of ns, syncope/chronic anemia. ECG performed revealed abnormal results. Troponin levels were elevated. The subject was diagnosed with non q wave myocardial infarction and was referred for cardiac catheterization. An angiogram was performed which revealed 99% stenosis in the om. No intervention was performed for this event and the subject was managed medically. Six days from admission, hematological measurements performed revealed hemoglobin 9.9 g/dl and hematocrit 30.0% and was advised to hold the warfarin. On the same day, the event was considered resolved without residual effects and the subject was discharged on aspirin.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was diagnosed with chronic anemia and the patient was on coumadin for atrial fibrillation. Global utilization of streptokinase & tissue plasminogen for occluded coronary arteries (gusto) bleeding classification for the events (lower gastrointestinal bleeding and chronic anemia) was mild and the event did not require any transfusion. Six days from admission, the events pulmonary edema and myocardial infarction were considered to be resolved without residual effects. At the time of reporting, the outcome of the events for lower gastrointestinal bleeding and syncope was recovering/ resolving and as for the event chronic anemia was not recovered/not resolved.